Manufacturer narrative:
An investigation was conducted: investigation methods and findings: visual and functional analysis/testing could not be conducted for the described event due to the device not being returned. Cause/root cause: root cause analysis did not identify a definitive root cause. The device was not returned for this complaint and there was limited patient-related information provided for this event. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Conclusion: the reported issue could not be confirmed because the device was not returned. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no device history record (DHR) review: the DHR review was conducted for atec disposable finish good lot and no non-conformances or deviations were found

Event description:
It was reported that after an atec breast biopsy procedure on (B)(6), "mammographic imaging of the excised specimens showed additional high-density shadows. Two white solid pieces were found in the biopsy specimen." No patient harm was reported. No further details are currently available.